Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. However, the patient outcome states that the first catheter "went into a pool of water" and afterwards the device would not fire, but the issue was resolved when the second catheter was utilized. This is indicative of occlusion of the first catheter. The introduction of liquid to the catheter is the likely cause of this event. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that the user stated the first catheter "went into a pool of water" and afterwards the device would not fire, but the issue was resolved when the second catheter was utilized, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
During an esophagogastroduodenoscopy (egd) procedure, the physician used a cook hemospray endoscopic hemostat. It was reported that the hemospray was inoperable [unable to spray-subject of report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.